Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Offset broach handle broke.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock complaint history review: there have been 2 other events for the lot referenced. Visual inspection: a visual inspection confirmed the reported event, the lever fractured and disassociated from the handle. The event was confirmed. No material or manufacturing defects were observed on the device features examined. The device was determined to be within the scope of (B)(4), which was initiated due to an inconsistency between hardness callouts on the latch lever component drawings and the measured hardness of the parts, which were in agreement with the material specification. (B)(4) was raised to remove the hardness requirement on the drawing, which is now controlled by the material specification, and to change the blend radius and width to decrease the max principal stresses on the affected areas of the lever arm. Additionally, there was severe impaction marks on and around the lever arm, indicating it was struck with a mallet to realse the handle repeatedly. The handle is to be impact on the strike plate. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Offset broach handle broke.